Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('a lost essure device in the abdomen or pelvis, essure was noted in the distal portion of the omentum') and endometrial ablation ('scarring consistent with ablation') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included ovarian cyst and uterine bleeding. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and underwent endometrial ablation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic hysterectomy, bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation and endometrial ablation outcome was unknown. The reporter considered device dislocation and endometrial ablation to be related to essure. The reporter commented: there is a third coil in the peritoneal cavity diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: 1. Neither essure device is occlusive, 2. There is a third coil in the peritoneal cavity. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-jan-2021: quality-safety evaluation of ptc (product technical complaint). Event endometrial ablation marked as ms. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2015. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 29-oct-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('a lost essure device in the abdomen or pelvis, essure was noted in the distal portion of the omentum') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst and uterine bleeding. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and underwent endometrial ablation ("scarring consistent with ablation"). The patient was treated with surgery (laparoscopic hysterectomy, bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation and endometrial ablation outcome was unknown. The reporter considered device dislocation and endometrial ablation to be related to essure. The reporter commented: there is a third coil in the peritoneal cavity diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: 1. Neither essure device is occlusive, 2. There is a third coil in the peritoneal cavity. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-dec-2020: medical record received events " medical device removal was updated as a lost essure device in the abdomen or pelvis, essure was noted in the distal portion of the omentum, scarring consistent with ablation" were added. Reporter information, lab data and medical history were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2015. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.